Event description:
The customer called and reported experiencing high blood glucose of 463 mg/dl and felt dizzy. At the time of this report, customer's blood glucose was 418 mg/dl. During troubleshooting, an air bubble ws found three inches from the reservoir. Customer stated he had problems with those before. Upon removal of the infusion set, the cannula was straight. Customer stated his endocrinologist had just made minor adjustments to insulin pump settings. The customer declined to run high pressure test. He also stated he had received no delivery alarms every once in a while over the previous several weeks. Further troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.